Manufacturer narrative:
Customer reported, "the unit is failing its flow accuracy test, delivering 21.3 ml during 2 tests." Ran delivery accuracy test, confirmed complaint that device would fail test. Result: 21.2 ml. Greased plunger thrust bearings and recalibrated mechanism. Ran delivery accuracy test again, result: 20.5 ml device now passes delivery accuracy. Probable cause was out of calibration mechanism. Visual inspection revealed damage to the fluid shield and mechanism door. Replaced fluid shield and mechanism door.

Event description:
The event occurred on an unspecified date and involved a plum 360 where it was reported that the unit is failing its flow accuracy test, delivering 21.3 ml during 2 tests. The event occurred during annual preventative maintenance (pm). There was no patient involvement, no patient harm and no delay in therapy.